Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient management database application was not receiving data as expected and was difficult to use. The status of the application in relation to this customer is unknown. It was also reported that the programmer experienced intermittent telemetry, would not save the network key, and turned off on its own. The programmer also did not come with adequate instructions regarding its set-up and use. The status of the programmer is unknown. No patient complications have been reported as a result of this event.